Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month lot-serial number history review for similar complaints was performed for calibrator lot: zs7001, and lot# dia 19062a from 10sep2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 3, assay operations, was reviewed: 3.5 daily check: be sure to check the following items before starting an assay (start command). The hemoglobin a1c st aia-pack hba1c package insert states the following: quality control- in order to monitor and evaluate the precision of the analytical performance, it is recommended that aia-pack hba1c control set be assayed daily. The minimum recommendations for the frequency of running control material are: after calibration, controls are run in order to confirm the calibration curve. Controls should be run if certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, controls should be run in order to verify the overall performance of the tosoh aia system analyzer. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event was likely due to control material degradation.

Event description:
The customer reported after calibration with calibrator lot: zs7001, bio-rad mas dia 19062a quality control (qc), lot: 19062a, was out high for level 2 with their g8 analyzer. The customer stated that they had recently installed the new master lot n, column and buffers. Technical support (ts) reviewed both chromatograms provided by the customer and noted that each chromatogram for level 2 qc displayed a peak after the ao peak which was delineated with the n reagent lot but not the h lot. The customer also primed the n buffer lot #1-3 for 10 minutes to flush out any residual h buffer, but the peak following the ao peak remained. Ts sent qc to the site for evaluation. Ts followed up with the customer two days later. The customer reported that the analyzer was operating as intended. The customer ran several whole blood specimens and repeated their qc and the results were acceptable. The extra peak after the ao peak was not seen anymore, sa1c retention time (rt) was 0.59 minutes. The reported event resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.